Event description:
On (B)(6), 2011, I had a mini arc sling procedure using transvaginal mesh. Within two days, I contracted a urinary tract infection and over several days, I developed pain across the buttock/leg area and the pain started down the back of my right leg as well. I developed muscle jerking in my left calf and shocking leg pain down the front of my right leg over the next few days. Over the months, the leg pain worsened as well as I had constant recurring urinary tract infections. Sexual intercourse with my husband was not possible due to the pain. Sadly, the doctor who performed the mini arc sling procedure did not discuss with me any complications that could arise from this procedure. Life as I knew it was taken from me, as well as happiness and joy due to the complications from this procedure. On (B)(6), 2011, I was able to have the mesh removed by a urologist at the (B)(6). Fortunately he was able to remove the entire mesh and I have not had a urinary tract infection since. The leg pain has improved greatly over the past two months as well and my life is resuming to normal. My prayer is that no other women will endure the horrible complications that come with transvaginal mesh procedures.